Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Trial heads loosen off from the rasp and stem. During luxation after trial reduction the trial head comes loose from the rasp/stem.